Event description:
Pt alleges breasts have gotten hard and painful on right side and the left may be leaking as it appears to be getting soft.

Event description:
Pt alleges that the last couple of months (i.e. April, 2000), pt's breasts have gotten hard and painful.